Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument failed self-test. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The vessel sealer extend (vse) instrument was analyzed and found to have a dislodged c-style retaining ring on the grip ring. The retaining ring was found dislodged at the proximal end. This causes the jaws not to operate properly. Additional observation related to the customers complaint: the instrument was found to fail during initialization. The instrument was placed on an in-house system and failed initialization on 3 of 3 attempts. The system displayed error "self-test failed. Remove instrument. Warning: blade may be exposed". Review of logs verified one homing failures with error code "22026" and description "vessel sealer extended failed during homing on usm4 (toolid: vessel sealer extended)." The dislodged retaining ring at the proximal likely caused the instrument failing self-test/homing (initialization) and an exposed blade in most cases.